Manufacturer narrative:
Product analysis: the analyzer was found to have disturbed connector pins and was unable to communicate with test programmer. The analyzer was forwarded for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned from loan and subsequently tested out of specification. There was no patient involvement.